Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings, the pacing may vary based on patient requirements and may result in a change in the estimated longevity. Further analysis revealed no anomaly and the battery was at normal end of life (eol). A longevity assessment was performed and device exceeded projected longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device reached elective replacement indicator (eri) level. The physician alleged premature battery depletion against the device. Abbott technical support reviewed the device session records and was unable to confirm the premature battery depletion. The device was explanted and replaced to resolve the event and the patient was in stable condition.